Manufacturer narrative:
Investigation results: summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. As per the instructions for use, bd recommends that a bd vacutainer® luer-lok¿ access device should have been used in this application. A luer adapter is not recommended for connection to indwelling catheters/ports. Conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause: as there was no sample or photo available for evaluation, a root cause could not be determined.

Event description:
It was reported by a hcw that the luer on a bd vacutainer® adapter with luer adapter broke while disconnecting from a pump. There was no report of exposure, serious injury or medical intervention.